Event description:
It was reported that the stimulation was turning on. It was noted that stimulation was turning off. It was noted that the implantable neurostimulator (ins) was turning on and off since she had it put in on (B)(6) 2014. It was noted that when the ins was on the patient could not move and she was stiff. It was noted that patient lived in an rv and noticed that her symptoms were returning constantly. It was noted that the neighbors were using laptops and the lights from the (B)(6) store were turning the ins off.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since the patient was being affected by so many sources of electromagnetic interference (emi) the physician disconnected her system and put a plug into the implantable neurostimulator (ins) just last week to determine if she responded better to using just medication. The patient noted that she was trying this for one month. The patient also believed she was not a good candidate for implant as she was misdiagnosed, "more dystonia than parkinson's disease." The patient also noted that the therapy was affecting her circulation.

Event description:
Additional information received reported the patient would get affected by certain electromagnetic interference (emi). It was noted they used ¿silverware with magnets, church with different speakers, cell phone, and when they used the remote for the tv¿ it would shut off the ins. It was noted they did not always have the remote with them to verify that the ins actually would shut off. It was noted the event occurred following the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# v004552, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 64002, lot# n422159, implanted: (B)(6) 2014, product type: adapter. Product ID:: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information received reported that the patient's house had a generator and she felt that she was affected when she was in the house. The implantable neurostimulator (ins) switched on and off all the time according to the patient. However, when the patient was informed that the ins did not have a reed switch, she seemed to back track from her statement of it turning on and off. The patient then suspected that there might be something wrong with her lead as she fell all the time after they were implanted. After the "lead wire was disconnected" the patient felt 80% better. The patient was also never able to set stimulation high as it caused her to cry and it did not make her feel good.